Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, g3, h2, h3, h6 and h11. The device was returned to olympus for inspection. Based on the results of the investigation, the device had image issue as corrosion was found inside the scope and white dot on image and deep scratches on the bending section cover. The most probable cause of this complaint is a random component failure without any design or manufacturing issue. The root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had an error b30. The issue occurred during diagnostic flexible bronchoscopy. The procedural was delayed of less than 30 minutes and was completed with a similar device. There were no reports of patient harm.